Event description:
Information received indicates the bed exit is not working.

Manufacturer narrative:
The technician found the alarm was not going to the nurse call. The technician replaced the communication housing assembly to repair the bed.